Manufacturer narrative:
Date of initial report: 2017-04-13. The incident sample has been requested, but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that following a delivery the device showed a false positive detection when all sponges had been accounted for. No patient injury occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.